Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to deterioration the patient had his artificial urinary sphincter (aus) pump removed and replaced. A second cuff was also added to this patient's system. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Returned product consisted of the ams800 pressure regulating balloon and the control pump. The ams800 control pump was visually, microscopically and functionally tested. No leaks were found. The control pump performed within the product specifications. Inspection of the remainder of the device presented no other damage or irregularities. The reported mechanical issue was not confirmed. The ams800 pressure regulating balloon was visually and microscopically tested. Microscopic examination of the device revealed that there is a balloon hole/perforation in the balloon shell. Fluid loss was confirmed because of the hole/perforation. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. Correction to h2, h3, and h6: updated to include device analysis. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Balloon, model- 72400024, lot sn- (B)(4), mfg date- 02/19/2019, exp date- 02/18/2024, gtin- (B)(4).

Event description:
It was reported that due to deterioration the patient had his artificial urinary sphincter (aus) pump removed and replaced. A second cuff was also added to this patient's system. Should additional information be received a supplemental report will be submitted.